Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph provided. Bd received one insyte autoguard 24ga unit consisting of a fully retracted needle-barrel assembly, a catheter-adapter assembly, a needle cover within an empty-open package from lot number 8213617. Through the visual/microscopic examination, damage was observed on the catheter adapter¿s wing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc has been found damaged before use. The following has been provided by the initial reporter: when opening the package, the wing part was damaged.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc has been found damaged before use. The following has been provided by the initial reporter: when opening the package, the wing part was damaged.